Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the device pocket was dissected along the initial incision site and a bio-absorbable antibiotic pouch was placed. The field representative verified that the infection was exterior only. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event, h3: device eval by manufacture, device eval by MFR sum attach,device not eval by MFR code.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the device pocket was dissected along the initial incision site and a bio-absorbable antibiotic pouch was placed. The field representative verified that the infection was exterior only. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that this right ventricular (rv) lead was explanted due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead is no longer in service.